Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a porcelain and stenosed bicuspid aorta, the annulus perimeter measured to 84.7mm. A pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was implanted and a transesophageal echocardiogram (tee) revealed moderate paravalvular leak (pvl). A post-dilation bav was performed and the pvl persisted. A second transcatheter bioprosthetic valve was implanted, valve-in-valve, and resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in patient populations presenting with a congenital bicuspid or unicuspid valve. Due to the native valve being a bicuspid valve, it was decided and reported that valve, size 29 mm, was implanted in a patient with a native annulus perimeter measured to 84.7 mm. Per the device IFU, the patient anatomical criteria for a 84.7 mm is a 34 mm valve. The moderate pvl was due to patient anatomy and valve downsizing, as the patient had a porcelain and stenosed bicuspid valve and for this reason a smaller valve size was selected, as reported. The implant depth may have also played a role in the pvl, but was inconclusive for this report. If information is provided in the future, a supplemental report will be issued.